Manufacturer narrative:
Although no pt harm occurred in this reported incident and the device fulfilled its intended use, it was determined the incident is reportable based on the potential for serious injury. Specifically, if the sleeve retracts during the removal of the procedure sheath, the collagen is deployed at the arteriotomy site immediately. The imaging step for verification of disc location with respect to the arteriotomy cannot be performed as indicated by the IFU. If the disc is not against the intima when the sheath is removed and the sleeve retracts, there is a chance that collagen could deploy in part or fully in the vessel. Per the reported event, no pt harm was reported and the intended use was achieved.

Event description:
Following a coronary access procedure, the vascade 5f device was selected for closure. The sheath was flushed with saline and the device was inserted into the sheath. The vascade was advanced through the existing sheath and disc was deployed and temporary hemostasis was achieved. The physician grasped the hub of the access sheath and began to remove the sheath from the pt. In the process of doing so, the physician noticed that the black sleeve retracted along with the sheath and without the key being engaged in the lock. The physician quickly moved on to the next steps in the deployment process and achieved hemostasis as expected. The collagen was deployed to achieve final hemostasis. No injury or complications reported.